Event description:
It was reported that the ventricular lead exhibited noise via a merlin.net transmission. The patient would be brought into the clinic for further testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.